Event description:
The intraocular lens broke during insertion process into the left eye by the surgeon. Portion of the lens was stuck to inserter as it was extracted from the eye. Lens broken into two (2) pieces. Broken pieces extracted by surgeon and a new lens replaced. Surgeon was aware that the lens type was soft and that breakage of lens is a known complication according to MFR' literature.